Event description:
Caller reported that the t:slim x2 pump battery would not charge, leading to a power source alert. It was noted that the issue persisted, with the battery charging only to 50% before triggering a power source alert and later jumping to 100% when unplugged and plugged back in. There was no reported impact to the customer's blood glucose level. To address the ongoing issue, the customer changed charging supplies, using a tandem charging cable and a non-tandem wall adapter, and acknowledged advice against using third-party adapters. A replacement tandem wall adapter was to be sent by technical support with two-day shipping, but there was a delay in delivery. Technical support requested the customer to follow up if the issue continued after using the replacement adapter.